Event description:
It was reported that during an attempted implant, it was impossible to screw in the leads due to a set screw issue on the implantable pulse generator (ipg). A new device was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a set screw with a rounded socket.